Event description:
It was reported that the ventilator had a possible battery issue. There was no patient involvement when the reported issue occurred. There was no report of patient or user harm. The service engineer (se) inspected the device. The se found a bad alternating current (ac) power cable, no continuity on the power cable unable to provide the power to run the unit and recharge the battery. The se replaced the power cable, and the customer provided a battery since the battery was over its useful life over 5 years. The unit was checked overall, run in tested, cleaned, and functionally tested. No further issues were found.

Manufacturer narrative:
An ac power cord was returned for analysis. A visual inspection of the returned component was performed and no notable conditions were found. An investigation was performed, and the product analysis technician reported that the root cause was due to mechanical damage.